Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The incident info indicated that the lesion was moderately calcified and 90 % stenosed, which could have contributed to mechanically damaging the balloon materials such that upon inflation the balloon ruptured. However, without a returned device for analysis, the root cause of the balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a pinhole rupture was noted at 6 atm when the rx voyager was inflated, and that the rupture may be due to the calcified lesion. No pt effects were reported. No add'l event or pt info is available.